Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided by the site and the following was observed: one (1) strut appeared bent outwards approximately 180 degrees at the valve inflow side and the patient's access vessels had presence of reportedly moderate tortuosity. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint for frame damage was confirmed based on provided imagery. Available information suggests patient factors (tortuosity) and/or procedural factors (steep insertion angle, high push force) likely contributed to the event as reported and observed in the imaging evaluation. As reported, "the doctor reported a small resistance during insertion of the delivery system into the esheath" and "the angle of insertion was noted to be very steep." Additionally, "moderate tortuosity in the iliacs bilaterally" was reported and observed in the imaging evaluation. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. A steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. High push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by field clinical specialist, a patient underwent a transfemoral tavr procedure with a 26mm sapien 3 ultra resilia valve in aortic position. During the procedure, a single skirt strut of the valve bent backwards during advancement through the esheath. The ic and the surgeon made a decision to deploy the valve in the aortic valve position. The deployment went very well without any problems or bleeding. There was mild pv leak noted. As per follow-up with the fcs, there were no issues during the crimping phase of the valve. The doctor reported a small resistance during insertion of the delivery system into the esheath but nothing significant. The loader was fully inserted during insertion and the angle of insertion was noted to be very steep. After removal of the devices, there was no damage seen on the esheath. The perceived root cause of the bent strut was thought to be due to the steep insertion angle.